Event description:
Pt was in the sling and placed in the bathtub. During bathing, the lift automatically began to lower. The nurse had to hold the pt's head above the water until assistance came. After pressing buttons on switch panel, the lift automatically went to top position and stayed panel, the lift automatically went to top position and stayed there. Lift would then not function. No injuries repoeted.